Event description:
It was reported that the vns patient passed away. The cause of death and its relationship to vns are unknown. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The cause of patient's death was determined to be infantile cerebral palsy, abnormalities of breathing and unspecified convulsions per the national death index. No additional relevant information was received.